Event description:
On (B) (6) 2010, during a multilevel primary fusion surgery, as the surgeon was tightening a pedicle screw, the tip of the sequoia modular screwdriver broke. Several pieces of the driver tip fell into the wound, but the surgeon retrieved them without difficulty. The surgeon was able to complete the case as indicated as there were additional sequoia modular drivers. There was minimal surgical delay and no harm to the pt.

Manufacturer narrative:
Product is an instrument and not implantable. Eval is pending upon completed investigation of the product.